Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.